Manufacturer narrative:
Continuation of d10: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2022; product type: catheter .section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 21-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient had an increase in pain. There were no environmental, external, patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was the physician attempted to aspirate through the pump's side port but was unable to obtain fluid. The actions/interventions taken was during surgery the physician opened the pump pocket and attempted to aspirate the side port a second time however was not able to obtain fluid. The physician then pulled on the catheter and was able to get it lower by one vertebral body and suddenly the catheter was able to be aspirated. There were no changed made other than slowly pulling the catheter down. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.